Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: 407652 lead 694765 and lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing dips in effective cardiac resynchronization therapy, likely due to left ventricular (lv) lead polarization. The lead has been reprogrammed several times. The lv lead exhibited increased thresholds when programmed lv ring to lv tip. Additionally, the patient had experienced extracardiac stimulation (ecs) when the lead was programmed in lv tip to rv coil configuration. The lead remains in use. No further patient complications have been reported as a result of this event.